Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and there was low vacuum alarm. The root cause is determined to be a faulty suction pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the renasys go pump was not holding suction. It is unknown if a patient was involved in this event.